Manufacturer narrative:
The manufacturing representative (rep) went to site to test the imaging system and found that it was unable to take the spin with hand switch. Replaced hand switch. System was fully operational. Codes b01, c07 <(>&<)> d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when attempted to take a 3d spin, the system clicked as if it was about to take a spin, but then displayed 3d scan is disabled and unable to take the spin.  Navigation system displayed as the patient was being scanned, all 3 green bars were displayed on the system. Imaging system remained connected to the navigation system at all times and patient tracker was visible. Manufacturer representative (rep) confirmed that the message was displayed on navigation system that the patient was being scanned. Rep attempted a hard reboot with the umbilical cable disconnected and unplugged from wall with no resolution, but screen shows an error initializing detector message after the reboot. Rep confirmed that they are trying to execute the spin function on the hand switch and recommended to switch to footswitch to execute. There was no reported impact on patient outcome.